Event description:
It was reported to philips that the system gave a remote alert indicating the host computer had a memory problem, which can impact booting. The device was outside clinical use at the time of reported event. No harm was reported to philips. Philips has started an investigation of this complaint.